Event description:
Table tilted with patient on it at the hospital.

Manufacturer narrative:
Colcom surgical dispatched their certified service technician to the facility to make a determination of the complaint. The technician found a leak in the check valve that controls the tilt function. He also found a torn o-ring in the mini valve assembly. He replaced the o-ring and replaced the check valve. The table has been put back in service.